Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was not off of the insulin pump for greater that 48 hours and auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 54 mg/dl. The customer was treated with food. Based on customer report customer did not allege insulin pump was over delivering. Customer declined to trouble shoot for low blood glucose. It was unknown weather customer was using auto mode or not. The device will not be returned for analysis.